Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced loss sensor. Customer also received a motor error alarm and insulin pump would be replaced. Customer reports of having a hypoglycemic event and was found on the floor. Customer is nervous about transmitter not working as she needs to have the sensor feature. Customer's blood glucose was 265 mg/dl. No further information provided.